Event description:
As reported, the shaft of a 3mm x 40mm x 150cm sleek percutaneous transluminal angioplasty (pta) balloon catheter separated while inside the patient. The separated segment was removed with a snare. There was no reported patient injury. The intended procedure/target lesion was the artery of below the knee. The access site location was the femoral artery. The lesion was severely calcified and tortuous. The device was not used for a chronic total occlusion (total occlusion >3 months). The device was not resterilized. There were no anomalies noted when removed from the package. There were no anomalies noted during prep. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. An inflation device was used. The same indeflator was used successfully with other devices. The device did not have to pass through a previously placed stent. The balloon was inflated 3 times. The product was not removed intact (in one piece) from the patient as it was broken around the sheath. There were no other anomalies noted when the device was removed from the patient. The device was removed, and the procedure was finished. The device will be returned for evaluation. Pursuant to the FDA code of federal regulations, cordis is an importer of this sleek percutaneous transluminal angioplasty (pta) balloon catheter, a distributed product made by clearstream technologies ltd. Therefore, cordis is required to report all complaints of deaths and serious injuries to the FDA associated with this product. Please note that due to system limitations, the type of reportable event was selected.